Manufacturer narrative:
The customer indicated that the nbp assembly needs to be replaced. The philips remote service engineer (rse) ordered a nibp assembly to be shipped to the customer. The customer has assumed the repair responsibility. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the non-invasive blood pressure (nibp) reading is high. The device was reported to be in use on a patient. No adverse event to the patient or user was reported.